Event description:
The add-vantage unit is a package that contains sodium chloride diluent. The package has a place for a add-vantage medication vial to be inserted. The nurse must pull an inner plug/stopper and mix the drug with the sodium chloride before the solution is infused. The rn failed to pull the inner plug and mix the medication with the sodium chloride. Patient only received the sodium chloride and not the medication. It is unclear why the rn did not pull the plug. Nurses have been educated in the use of the device. However, the device does not have an indicator that lets the nurses know if the plug has been pulled and the medication mixed. This event has happened on at least 5 occasions. This is the second medsun report.